Event description:
Per the clinic, the operating surgeon experienced difficulty and resistance during sheath withdrawal at implantation surgery on (B)(6) 2026, resulting in detachment of the sheath tip. The detached sheath tip could not be retrieved and was left in situ.